Event description:
This distributor became aware on 10/22/96 of an incident that occurred during placement of a subclavian port. The port was successfully placed. Upon removal of the guide wire resistance was encountered and a portion of the wire coating sheared and detached in the pt's subclavian vein. The pt was brought to the cath lab where retrieval of the detached coating was successful utilizing a snare. There were no pt complications involved. No further details could be obtained regarding the circumstances surrounding this event.